Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the threads were stripped on the battery cap. There is no allegation of an adverse event. This complaint is being reported because the battery cap issue was not resolved.